Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 189403: (B)(4) items manufactured and released on 25-jan-2023. Expiration date: 2024-01-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
Revision surgery due to infection at about 2 months after primary. The surgeon revised the insert and performed a washout. The surgery was completed successfully.